Event description:
Customer confirmed no impact to the patient or user.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged ultrasound probe likely occurred due to stress and/or handling the device. Additionally, the reprocessing could not be performed properly because of the clogged balloon channel. However, it was not possible to determine the specific root cause. The following information is stated in the instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The balloon or water channel was clogged. The electrical connector unit mouthpiece pin was detached. The connector had a leak. The probe unit acoustic lens was damaged. The probe unit had dents. The suction cylinder and distal end were deformed. The angulation had play. The up/down knob torque was less or specified value. The charge-coupled device lens, up/down knob, scope body, and connecting tube were scratched. The connecting tube coating peeled off. The air /water nut had painting peeled off. The universal cord had chemical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a brush was stuck in the channel of evis exera ii ultrasound gastrovideoscope and was broken off. The issue was found during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the balloon channel was clogging and the ultrasound probe was damaged to physical dropping or knocking. This report is to capture the reportable malfunctions of the balloon channel was clogging and the ultrasound probe was damaged to physical dropping or knocking noted at estimation.